Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "grade IV muscle contraction", "a small amount of periprosthetic free liquid", and "rupture."

Event description:
Healthcare professional reported left side "pain, swelling, pinching, hardening. Grade IV muscle contraction," and "rupture." Ultrasound noted "a small amount of periprosthetic free liquid". The device remains implanted.